Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that a patient underwent a dental procedure and suture was used. The suture tore during the tying stage, before being tightened. It was used to close the gingival incision on the lower left gum. No harm was caused to the patient. There were no adverse patient consequences.